Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was inserted in the operating room two days prior to the occurrence. In the pt's room two days after the catheter was placed, the physician met with resistance when trying to remove the catheter. The physician pulled hard to remove the entire catheter but in doing so, the distal portion of the catheter became extended and the stainless coil was somehow separated in the tube. A few millimeters of the separated end of the stainless coil stuck out of the tube at approx 11.5 cm from the extended distal tip of the catheter. The catheter was removed in its entirety, however, it was not replaced. There was no reported delay, death, or complications to the pt.